Event description:
Bpm isn't working and needs a new one. (B)(6) cannot speak english fluently and requested for me to call his sister (B)(6). (B)(6) didn't have his bpm information, but just provided me with his name and address. I explained to her the bpm will be replaced and needs to be returned. She's going over his house today and will explain everything to him.